Event description:
Pt admitted to hospital for aortic valve repair. Post-op, pt experienced complications and was placed on an ECMO. Three days later, while on the ECMO, the tubing connected to the oxygenator on the ECMO became dislodged/displaced. Tubing was immediately re-connected but possibly due to blood loss, did not function; therefore, oxygenator and tubing were replaced. Pt coded, was successfully resuscitated and provided with approximately 6 units of blood.